Event description:
The customer alleged the unit was leaking cidex solution. The cidex solution was leaking from the bottom right of the unit. The customer stated no injuries were involved. A field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service history, trending by product line and system serial number, failure mode and effects analysis. A review of the DHR (device history record) files for this aer (automatic endoscopic reprocessor) unit shows that the unit met all manufacturer's specifications and there were no issues. A review of the service history for six months from february 2009 through august 2009 show no similar fluid leak issues. Hence, there are no significant trends with the fluid leak issues and the replacement of the values. The trend of the product malfunction code "fluid leak" was completed for august 2009 through august 2010. The trend line lies below the ucl (upper control limit) value. The overall trend is initially increasing until (B)(6) 2010 and is found to decrease after (B)(6) 2010. The fmea (failure mode and effects analysis) was reviewed for the replaced parts. The rpn (risk priority number) for the failure of the replaced parts are below 100 and thus, considered a low risk. The failure mode of the replaced parts will either cause a cycle to cancel or the cycle not to begin, thus, there are no safety issues. The reported fluid leak was resolved by replacing the skinner valve assembly on the aer unit that had become worn out due to normal wear and tear. The fse (field service engineer) also replaced the pressure relief valve. The issue will be tracked and trended for the replaced relief pressure valve. No further investigation is necessary at this time.

Manufacturer narrative:
The facility evaluated at the customer site. The field service engineer (fse) diagnosed water was blowing from the relief valve. The fe found a clogged skin valve. The fse replaced the skin valve assembly and the pressure relief valve. The unit met the performance specs. The fse reset the switch for the control panel. He also informed the customer to input the correct wash/disinfectant and the cycle count parameters.

Event description:
The customer reported the footswitch was not responding. Additional info was requested on the event and pt status.